Event description:
Patient came in to have an implantable cardiac defibrillator generator change secondary to end of battery life. The battery life should be 8.5 to 10 years. Once the patient was draped on the ep lab table and the ICD pocket was opened, "the ICD lead was found to have externalization under the ICD generator." Therefore not only did the single lead generator need to be changed the lead needed to be replaced.======================manufacturer response for single lead implantable cardiac defibrillator, teligen 100 e102/000494 (per site reporter).======================the boston scientific representative has taken the defibrillator to return to the company.======================manufacturer response for st jude rv lead, st jude dual coil lead (per site reporter).======================the st jude sales representative will return the lead to the company to be evaluated.